Event description:
The reported incident relates to the mattress has developed tears. The mattress MFR has been trying to make contact with the complainant for resolution of the reported problem. The MFR is not sure if the reported tears are on the foam mattress cure or on the outer mattress cover; following is a list of dates and attempts that were made to reach the complaining party to no avail. (B)(4) 2012 (12:16pm) called and left a phone message - no answer. (B)(4) 2012 (10:34am) called and spoke to (B)(6) who referred met to (B)(6) for possible answers. (B)(4) 2012 (10:40am) called (B)(6) left phone message for her to call me - no answer. (B)(4) 2012 (10:51am) called (B)(6) again left another phone message - no answer.